Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the ins was taking too long to charge since implant. The patient reported sometimes it took up to 7 hours to charge her implant and she charged it every night. The patient stated she was not sure how full her ins was when she started a charging session. The patient stated she thought she got really good coupling. The patient stated she was not sure what icon would show when the ins was completely charged. Charging considerations were reviewed with the caller. The caller was directed to follow up with the health care professional (hcp) if charging duration continued to be a concern. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicating that the patient had contacted the manufacturer and resolved the issues. Patient stated it now only takes approximately 20 minutes per day to charge their ins battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.